Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw. As no further investigation was able to be performed no change in harm was identified.  This complaint will be included in trending per wi-000100100.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that during a clavicle fracture, the screw could not lock into plate. Another of the same was used.